Event description:
A voluntary medwatch was submitted to the FDA and received by the manufacturer with the report number mw5062653. It was reported that after the patient's second vns implant, which occurred on (B)(6) 2015, that the patient had permanent damage which could end the patient's life. This damage was not specified. It was also noted the patient had nerve damage, permanent sensitivity to touch, damaged nerve/pain, heart problems, and scar tissue. The patient also stated the neuropathy could result in death. The patient also reported that the manufacturer called and stated the surgery never should have been done. No specifics regarding any of the reported information were provided. The manufacturer';s internal databases were reviewed; however, the patient information was unable to be identified based on the lack of information reported on the voluntary medwatch. Additional information related to a previously implanted vns is captured in MFR. Report # 1644487-2016-01518.